Manufacturer narrative:
Medwatch: mw5173190.

Event description:
Voluntary medwatch received states high atrial rate episodes with noise resulting in atrial tachy response episodes were observed. It was also noted that there was noise observed on the shock channel and myopotential oversensing. It was suspected that there were insulation challenges.